Manufacturer narrative:
No physical damage to connector pins, cow catcher, or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. The customer reported no adverse events. The event involved product(s) mmt-1884l and mmt-7841zn. The troubleshooting was performed and the transmitter serial number was not on the manage devices screen. The customer was assisted with pairing the transmitter with the pump but the transmitter would still not communicate. The customer reports being unable to pair the transmitter with the pump. The pump and transmitter would not pair after troubleshooting no harm requiring medical intervention was reported. No product return is required for mmt-1884l. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-7841zn was requested and the customer response was that the device would be returned.